Manufacturer narrative:
The customer indicated the device was discarded; however the investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was to be used to deliver an unspecified concentration of docetaxol. It was reported that during priming of the tubing set "under the hood" in the pharmacy department, a leak of solution from the filter air vent was noted. The tubing set was replaced and the therapy was initiated. The solution that leaked was cleaned up according to the user facility's protocol. There were no reports of any adverse effects to the nurse. No medical interventions were required. Though requested, no additional information was provided.